Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the upper buttocks on (B)(6)2017. Date of issue is an approximation. It was reported that the patient's mother noticed the inaccuracy on the cgm and the patient went into diabetic ketoacidosis. The patient was vomiting and the patient's father drove the patient to the hospital. The patient was admitted to the hospital on (B)(6)2017. It was indicated that later in the evening, while in the hospital, the they experienced extremely high blood glucose (bg) values. The values of the bg are unknown. The patient spent 3 or 4 days in the hospital and was released. At the time of contact, the patient was healthy and in stable condition. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.